Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] abnormal motility [bowel motility disorder] painful and haemorrhagic periods [menses painful] haemorrhagic periods [heavy periods] headaches [headache] migraines [migraine] constant back pain [chronic back pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 06-aug-2025. The most recent information was received on 22-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 46 year-old female patient who had essure inserted (lot no. A47946) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2314 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), gastrointestinal motility disorder ("abnormal motility"), dysmenorrhoea ("painful and haemorrhagic periods"), heavy menstrual bleeding ("haemorrhagic periods"), headache ("headaches"), migraine ("migraines") and back pain ("constant back pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal motility disorder, dysmenorrhoea, heavy menstrual bleeding, headache, migraine or back pain. The reporter commented: period of occurrence: 6 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Batch number- a47946; manufacture date- 2012-09-30; expiration date- 2015-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain], abnormal motility [bowel motility disorder] , painful and haemorrhagic periods [menses painful], haemorrhagic periods [heavy periods], headaches [headache] , migraines [migraine] , constant back pain [chronic back pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 46-year-old female patient who had essure inserted (lot no. A47946) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2314 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), gastrointestinal motility disorder ("abnormal motility"), dysmenorrhoea ("painful and haemorrhagic periods"), heavy menstrual bleeding ("haemorrhagic periods"), headache ("headaches"), migraine ("migraines") and back pain ("constant back pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal motility disorder, dysmenorrhoea, heavy menstrual bleeding, headache, migraine or back pain. The reporter commented: period of occurrence: 6 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.